Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the alarm kept ringing through the icon on the central monitor (ccm) that was green. At that time, the ccm display an error message was "not attached." The user put gel on again, but the issue did not improve. This issue occurs in about the past 10 times. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.